Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with debris in the interface and inflammation one day following lasik treatment. Topical steroids were begun every two hours. The symptoms resolved one day following onset.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the energy values in the treatment report show no abnormalities. Values were within the recommended arrangement. The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).